Manufacturer narrative:
An investigation, based on information received, was completed. A clinical evaluation confirmed an endoleak type iiib and a secondary procedure to reline the device. The clinical evaluation also identified the following potential contributing factors to the reported event: off label use, and movement of the proximal cuff. A manufacturing lot review confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions in july 2014 with the intent of reducing type 3b endoleak events: an upgrade to the graft material (i.e. Duraply), and updates to the IFU and additional physician training. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective action implementation, type 3b endoleak events reported for afx devices has reduced to (B)(4). Corrections: patient age and date of birth, case date and therapy date, physician and hospital information, contact name.

Event description:
Based on a follow-up communication received from the physician via the case representative, a re-intervention was completed to reline the stent graft with another afx bifurcated stent graft and a suprarenal aortic extension successfully resolving the endoleak(s). As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated sent and a suprarenal aortic extension. A follow up computed tomography completed on (B)(6) 2017 showed a type 3b endoleak. The physician is planning a secondary intervention to resolve the endoleak. A secondary intervention has not been reported to endologix and there are no reports of the patient being scheduled for a secondary procedure.